Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube had possibly been perforated by the essure micro insert") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe, abnormal pain during menstruation"), menorrhagia ("abnormally heavy menses / prolonged menses"), menstrual disorder ("abnormal menses"), libido decreased ("diminished libido due to pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infections"), fatigue ("fatigue"), headache ("headaches"), mood swings ("mood swings"), anxiety ("anxiety"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts") and adenomyosis ("adenomyosis"). The patient was treated with surgery ( transabdominal hysterectomy with bilateral salpingo-oophorectomy and uterosacral plication). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, libido decreased, abdominal pain lower, dyspareunia, dysgeusia, weight fluctuation, vaginal infection, urinary tract infection, fatigue, headache, mood swings, anxiety, arthralgia, uterine pain, ovarian cyst and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, anxiety, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, libido decreased, menorrhagia, menstrual disorder, mood swings, ovarian cyst, pelvic pain, urinary tract infection, uterine pain, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. Transabdominal pelvic ultrasound in (B)(6) 2015: in addition to ovarian cysts and adenomyosis, the results showed that the left fallopian tube had possibly been perforated by the essure micro-insert. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("my left tube was perforated my uterus"), fallopian tube perforation ("left fallopian tube had possibly been perforated by the essure micro insert/malposition of essure"), genital haemorrhage ("abnormal bleeding (general)") and suicidal ideation ("thoughts of suicide") in a 26-year-old female patient who had essure (batch no. 880423) inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2002. No domestic violence. Behavioral: caffeine use. No coffee consumption. No tobacco use and not a former smoker. Smoking status: never smoker. Alcohol: alcohol use very rarely. Not recovering alcoholic. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included sjogren's syndrome, overweight, vaginitis and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), co-trimoxazole (bactrim), cyclobenzaprine hydrochloride (flexeril), estradiol, ketorolac tromethamine (toradol), metronidazole (flagyl) and naproxen. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal pain during menstruation/ dysmenorrhoea (cramping)"), menorrhagia ("abnormally heavy menses / prolonged menses"), dyspareunia ("pain during intercourse/ dyspareunia(painful sexual intercourse )"), vaginal infection ("vaginal infection"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), allergy to metals ("nickel allergy"), visual impairment ("vision problem prior to essure"), skin disorder ("skin condition") and rash ("rash"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain/ pain"), fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal pain"), mood altered ("very moody"), depression ("depressed"), migraine ("migraines") and weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), libido decreased ("diminished libido due to pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), urinary tract infection ("urinary tract infections"), anxiety ("anxiety"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), adenomyosis ("adenomyosis"), vaginal discharge ("vaginal discharge : green discharge"), weight decreased ("weight loss"), back pain ("lower back pain"), sciatica ("sciatica radiating down to left knee"), vomiting ("vomiting"), varicose veins pelvic ("uterus had huge varicose veins"), uterine enlargement ("8 weeks pregnant girls") and scar ("scar tissue"). The patient was treated with medroxyprogesterone (depo provera), surgery (transabdominal hysterectomy with bilateral salpingo-oophorectomy and uterosacral plicatoin) and surgery (transabdominal hysterectomy with bilateral salpingo-oophorectomy and uterosacral plicatoin). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, menstrual disorder, libido decreased, abdominal pain lower, dysgeusia, weight fluctuation, vaginal infection, urinary tract infection, headache, anxiety, arthralgia, uterine pain, ovarian cyst, adenomyosis, abdominal pain, bacterial vaginosis, mood altered, nausea, allergy to metals, vaginal discharge, visual impairment, weight decreased, sciatica, skin disorder, vomiting, varicose veins pelvic, uterine enlargement and scar outcome was unknown and the genital haemorrhage, suicidal ideation, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, mood swings, hot flush, vaginal haemorrhage, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, weight increased, back pain and rash had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, ovarian cyst, pelvic pain, rash, scar, sciatica, skin disorder, suicidal ideation, urinary tract disorder, urinary tract infection, uterine enlargement, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, varicose veins pelvic, visual impairment, vomiting, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Current weight: 140 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion transabdominal pelvic ultrasound in (B)(6) 2015: in addition to ovarian cysts and adenomyosis, the results showed that the left fallopian tube had possibly been perforated by the essure micro-insert. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events abdominal pain, bacterial vaginosis, urinary tract infection, hot flushes, vaginal discharge, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media:vomiting, uterine perforation, varicose veins pelvis, uterine enlargement and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet received- outcome of events abnormal bleeding (general), abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), bladder problem, urinary problems, dysmenorrhoea (cramping), dyspareunia(painful sexual intercourse ), hot flashes, mood swings, rash, fatigue, pelvic pain female, back pain, migraines, depressed, weight gain, were updated from unknown to recovered / resolved. Concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("my left tube was perforated my uterus"), fallopian tube perforation ("left fallopian tube had possibly been perforated by the essure micro insert"), genital haemorrhage ("abnormal bleeding (general)") and suicidal ideation ("thoughts of suicide") in a 26-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2002. No domestic violence. Behavioral: caffeine use. No coffee consumption. No tobacco use and not a former smoker. Smoking status: never smoker. Alcohol: alcohol use very rarely. Not recovering alcoholic. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included sjogren's syndrome, overweight, vaginitis and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), co-trimoxazole (bactrim), cyclobenzaprine hydrochloride (flexeril), estradiol, ketorolac tromethamine (toradol), metronidazole (flagyl) and naproxen. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal pain") and migraine ("migraines"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pain"), dysmenorrhoea ("severe, abnormal pain during menstruation"), menorrhagia ("abnormally heavy menses / prolonged menses"), menstrual disorder ("abnormal menses"), libido decreased ("diminished libido due to pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), anxiety ("anxiety"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("very moody"), depression ("depressed"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge : green discharge"), visual impairment ("vision problem prior to essure"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("lower back pain"), sciatica ("sciatica radiating down to left knee"), skin disorder ("skin condition"), rash ("rash"), vomiting ("vomiting"), varicose veins pelvic ("uterus had huge varicose veins"), uterine enlargement ("8 weeks pregnant girls") and scar ("scar tissue"). The patient was treated with surgery (transabdominal hysterectomy with bilateral salpingo-oophorectomy and uterosacral plicatoin). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, libido decreased, abdominal pain lower, dyspareunia, dysgeusia, weight fluctuation, vaginal infection, urinary tract infection, fatigue, headache, mood swings, anxiety, arthralgia, uterine pain, ovarian cyst, adenomyosis, hot flush, vaginal haemorrhage, abdominal pain, bacterial vaginosis, female sexual dysfunction, mood altered, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, visual impairment, weight increased, weight decreased, back pain, sciatica, skin disorder, rash, vomiting, varicose veins pelvic, uterine enlargement and scar outcome was unknown and the suicidal ideation and depression had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, ovarian cyst, pelvic pain, rash, scar, sciatica, skin disorder, suicidal ideation, urinary tract disorder, urinary tract infection, uterine enlargement, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, varicose veins pelvic, visual impairment, vomiting, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion transabdominal pelvic ultrasound in (B)(6) 2015: in addition to ovarian cysts and adenomyosis, the results showed that the left fallopian tube had possibly been perforated by the essure micro-insert. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events abdominal pain, bacterial vaginosis, urinary tract infection, hot flushes, vaginal discharge, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media:vomiting, uterine perforation, varicose veins pelvis, uterine enlargement, scar . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube had possibly been perforated by the essure micro insert"), genital haemorrhage ("abnormal bleeding (general)"), uterine perforation ("my left tube was perforated my uterus") and suicidal ideation ("thoughts of suicide") in a 26-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2002. No domestic violence. Behavioral: caffeine use. No coffee consumption. No tobacco use and not a former smoker. Smoking status: never smoker. Alcohol: alcohol use very rarely. Not recovering alcoholic. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included sjogren's syndrome, overweight, vaginitis and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), co-trimoxazole (bactrim), cyclobenzaprine hydrochloride (flexeril), estradiol, ketorolac tromethamine (toradol), metronidazole (flagyl) and naproxen. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal pain") and migraine ("migraines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pain"), dysmenorrhoea ("severe, abnormal pain during menstruation"), menorrhagia ("abnormally heavy menses / prolonged menses"), menstrual disorder ("abnormal menses"), libido decreased ("diminished libido due to pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), anxiety ("anxiety"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("very moody"), depression ("depressed"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge : green discharge"), visual impairment ("vision problem prior to essure"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("lower back pain"), sciatica ("sciatica radiating down to left knee"), skin disorder ("skin condition"), rash ("rash"), vomiting ("vomiting"), varicose veins pelvic ("uterus had huge varicose veins"), uterine enlargement ("8 weeks pregnant girls") and scar ("scar tissue"). The patient was treated with surgery (transabdominal hysterectomy with bilateral salpingo-oophorectomy and uterosacral plicatoin). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, uterine perforation, pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, libido decreased, abdominal pain lower, dyspareunia, dysgeusia, weight fluctuation, vaginal infection, urinary tract infection, fatigue, headache, mood swings, anxiety, arthralgia, uterine pain, ovarian cyst, adenomyosis, hot flush, vaginal haemorrhage, abdominal pain, bacterial vaginosis, female sexual dysfunction, mood altered, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, visual impairment, weight increased, weight decreased, back pain, sciatica, skin disorder, rash, vomiting, varicose veins pelvic, uterine enlargement and scar outcome was unknown and the suicidal ideation and depression had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, ovarian cyst, pelvic pain, rash, scar, sciatica, skin disorder, suicidal ideation, urinary tract disorder, urinary tract infection, uterine enlargement, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, varicose veins pelvic, visual impairment, vomiting, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion transabdominal pelvic ultrasound in (B)(6) 2015: in addition to ovarian cysts and adenomyosis, the results showed that the left fallopian tube had possibly been perforated by the essure micro-insert. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events abdominal pain, bacterial vaginosis, urinary tract infection, hot flushes, vaginal discharge, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media:vomiting, uterine perforation, varicose veins pelvis, uterine enlargement, scar most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information added. Event added per social media reports: vomiting, left tube was perforated my uterus, uterus had huge varicose veins, scar, uterine enlargement. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left fallopian tube had possibly been perforated by the essure micro insert"), genital haemorrhage ("abnormal bleeding (general)") and suicidal ideation ("thoughts of suicide") in a 26-year-old female patient who had essure (batch no. 880423) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2002 and sjogren's syndrome. No domestic violence. Behavioral: caffeine use. No coffee consumption. No tobacco use and not a former smoker. Smoking status: never smoker. Alcohol: alcohol use very rarely. Not recovering alcoholic. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, vaginitis and vulvovaginitis. Concomitant products included ciprofloxacin (cipro), co-trimoxazole (bactrim), cyclobenzaprine hydrochloride (flexeril), estradiol, ketorolac tromethamine (toradol), metronidazole (flagyl) and naproxen. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fatigue ("fatigue"), headache ("headaches"), abdominal pain ("abdominal pain") and migraine ("migraines"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pain"), dysmenorrhoea ("severe, abnormal pain during menstruation"), menorrhagia ("abnormally heavy menses / prolonged menses"), menstrual disorder ("abnormal menses"), libido decreased ("diminished libido due to pain"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping"), dyspareunia ("pain during intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infections"), mood swings ("mood swings"), anxiety ("anxiety"), arthralgia ("hip pain"), uterine pain ("uterine pain"), ovarian cyst ("ovarian cysts"), adenomyosis ("adenomyosis"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood altered ("very moody"), depression ("depressed"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem prior to essure"), weight increased ("weight gain"), weight decreased ("weight loss"), back pain ("lower back pain"), sciatica ("sciatica radiating down to left knee"), skin disorder ("skin condition") and rash ("rash"). The patient was treated with surgery (transabdominal hysterectomy with bilateral salpingo-oophorectomy and uterosacral plicatoin). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, libido decreased, abdominal pain lower, dyspareunia, dysgeusia, weight fluctuation, vaginal infection, urinary tract infection, fatigue, headache, mood swings, anxiety, arthralgia, uterine pain, ovarian cyst, adenomyosis, hot flush, vaginal haemorrhage, abdominal pain, bacterial vaginosis, female sexual dysfunction, mood altered, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, visual impairment, weight increased, weight decreased, back pain, sciatica, skin disorder and rash outcome was unknown and the suicidal ideation and depression had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, libido decreased, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, ovarian cyst, pelvic pain, rash, sciatica, skin disorder, suicidal ideation, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion transabdominal pelvic ultrasound in mar-2015: in addition to ovarian cysts and adenomyosis, the results showed that the left fallopian tube had possibly been perforated by the essure micro-insert. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events abdominal pain, bacterial vaginosis, urinary tract infection, hot flushes, vaginal discharge, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events hot flush, genital haemorrhage, vaginal haemorrhage, abdominal pain, bacterial vaginosis, female sexual dysfunction, mood altered, depression, suicidal ideation, bladder disorder, urinary tract disorder, migraine, nausea, allergy to metals, vaginal discharge, visual impairment, weight increased, weight decreased, back pain, sciatica, skin disorder and rash were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.